Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the bilateral patient was revised to address osteolysis, metalosis, bilateral hip pain (worsening over the greater trochanter) secondary to alval (aseptic lymphocytic vasculitis associated lesion) or altr (adverse local tissue reaction), clicking, popping, high metal ion levels, swelling, stiffness, and neurological issues. Attempts have been made with no further information being made available at this time.